Event description:
The procedure being performed was a c1-2 transarticular screw. The pt was in the prone position. The resident heard "clicking" and noticed the head was moving. The pressure was still at 60 pounds. The reported injury was a laceration on the right side of the head and was 1.5 inches in length. There were no postoperative complications reported as a result of the laceration.